Manufacturer narrative:
(B)(4). The patient required an additional procedure to replace the device as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the catheter separated from the hub on the device. This occurred twice with the same patient and same lot. Both devices were placed separately in each of the patient's kidneys. The product problem occurred 5 days after placement in one device and the problem occurred 17 days after placement in the device for the other kidney. The patient required additional tube placement procedures as a result of the product problems. There were no additional reports of patient harm as a result of these product problems.